Event description:
Emergency medical technicians responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and the "analyze" button pressed. According to the reporter, the device continuously alarmed "connect electrodes" until the electrodes were changed, then the device momentarily alarmed "low battery" and lost power during an analysis. The device regained power and subsequently operated properly with no screen messages, delivering four countershocks. An advanced life support crew took over the code and transported the pt to the hosp. The reporter indicated they were unaware of the pt's outcome.